Event description:
An online obituary identified that the vns patient had passed away. The cause of death is unknown. The relationship of the death to vns is unknown. No additional relevant information has been received to date.

Event description:
It was reported that the decedent was cremated and that the device was not explanted prior to cremation.